Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device side water channel. The customer's originally reported issue was not confirmed. The following additional findings were also noted: assorted chips, cracks, breaks, wrinkles, deformations, physical damage, discolorations, worn adhesive, insulation resistance value not meeting the standard value due to cracking of the plastic distal end cover, bending angle in the up direction not meeting the standard value due to wear of the angle wire, suction amount not meeting the standard value due to distortion of the channel tube, and water tightness lost due to damage of the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their colonovideoscope prior to an unknown diagnostic procedure, it was noted that the device had an angle adjustment knob that was too stiff, even though angle adjustment technically worked. The procedure was completed with a similar device with no further issues and no delay. Upon inspection and testing of the returned unit, foreign material came out of a blockage of the device¿s side water channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.